Manufacturer narrative:
Additional procodes: gxl, hwe. Reporter is a synthes employee. Part: 05.000.008, synthes lot: 006554, supplier lot: n/a, release to warehouse date: february 21, 2017, expiration date: n/a, supplier: triangle manufacturing. No nonconformance reports (ncrs) were generated during production. Service and repair history: the previous service event for part 05.000.008 with lot number(s) 006554 has been reviewed. The customer called in a service request for this item for the hand piece for battery powered driver needs to be serviced. Buttons do not work. The item was previously returned for service for electronic control damage. The previous service condition of electronic control damage is relevant to the current complained issue for the hand piece for battery powered driver buttons do not work. The manufacture date of this item is february 21, 2017. The service history review is confirmed. Service and repair evaluation: the customer reported that the hand piece for battery powered driver buttons does not work. The repair technician reported the device did not run in fast forward, forward or reverse. The membrane vent is dirty. The cause of the issue is damaged component. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer; no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver needs to be serviced. Buttons do not work. The issue was observed during preventative maintenance prior to surgery. There was no patient involvement. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).